Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that this record is a duplicate of MFR number 3004753838-2020-115253. Please disregard the initial MDR for 201110-004230.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5097191. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The cgm was giving false readings higher than the actual blood glucose value (cgm and bg values not provided). The patient experienced a hypoglycemic crisis and lost consciousness in the middle of the highway. Paramedics arrived and the patient was hospitalized and treated for hypoglycemia (treatment details not provided). Additionally, it was reported that the patient had inaccurate cgm values while taking hydroxyurea 500 mg and using a dexcom cgm. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.